Event description:
It was reported that the intra-aortic balloon pump (iabp) could not be charged or used via the ac.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.